Event description:
It was reported that (1) lcsk5 was used with air cooled handpiece during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the device had a solid tone. The nurses tightened with torque wrench and cleaned test tip. Put on a new lcsk5 and worked fine. There was no consequence to pt.